Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
Correction: please retract this report, the same issue was previously reported as 2017865-2022-50725. Please reference 2017865-2022-50725 for information regarding this event.